Event description:
The customer reported that the system would receive intermittent communication failure errors on the c-arm display. This did not occur during a procedure.

Manufacturer narrative:
The ge service rep attempted to reload the flash memory on the system. The hard drive was unable to open flash files to send them to the gib and system interface pcb. The rep attempted to reload software. System gave partition errors and would not load the flash memory properly. He replaced the hard drive, loaded system with release 29 software, loaded flash memory and calibration files with no issues. He checked power supplies: workstation power supply at 5.06v at the image processor, c-arm power supply at 5.03v at fluoro functions pcb. The power supplies have no issues. Machine fully functional.